Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in hospital due to diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was around 450 mg/dl. The customer was assisted with troubleshooting. Customer also stated that he was hospitalized due to ketones. Customer experience the symptoms related to the hospitalization was nausea, vomiting, chest pain, abdominal pain. The customer was treated with insulin pump. Customer's outcome pertaining to the complaint. The device will be returned for analysis.